Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jul2020.

Event description:
The customer reported a ventilator with a post (power-on self-test) timer 24volt failure alarm. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement or harm. The manufacturer's field service engineer determined that a restart of the unit into diagnostic mode resolved this reported event. The device then passed short self-testing, as well as extended self-testing.